Event description:
(B)(6). Same case as MDR# 2134265-2013-00709, 2134265-2013-00710, and 2134265-2013-00711. It was reported that during a stenting treatment procedure, a stent obstruction was noted. In (B)(6) 2012, the patient presented with unstable angina (braunwald class iib) as well as silent ischemia, and was referred for cardiac catheterization. A 0.014 pt2 185 cm guide wire was introduced. The first 80% stenosed, 12 x 3.0 mm, target lesion was a de novo, bifurcated lesion located in the mid left anterior descending artery (lad) extending to the proximal lad. The first target lesion was treated with pre-dilatation. During the balloon angioplasty, a guide wire trauma was noted in the lad with acute closure (no flow) along with a grade f dissection which resulted in chest pain and transient hypotension. The issues were resolved with a 2.5 mm balloon inflation and placement of two promus element plus stents, 2.50 x 16 mm and 3.0 x 20 mm, with 0% residual stenosis. After the stents were deployed, there was a spasm noted just distal to the mid vessel stent in the lad which was crossed again with the 2.5 mm balloon with excellent results. The second, 90% stenosed, 8 x 2.5 mm target lesion was a de novo, bifurcated lesion located in the ramus. The second target lesion was treated with the placement of a 2.50 x 12 mm promus element plus stent with 0% stenosis. During this procedure a stent strut obstruction was noted in the circumflex proper, the side branch was covered by the stent into the intermediate branch. The obstruction was crossed and ballooned with 2.5 x 8 mm balloon with excellent results. The patient recovered the same day and the event was considered resolved. Two days later, the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).